Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Pt was implanted with veptr ii construct on an unk date. Pt developed small skin breakdown and serious drainage from veptr rod at the cranial aspect of growing rod. Pt reportedly was having fever and chills for the past 2 days since (B)(6), 2012. Pt's hardware has been in place for many years but now is presented with infection. Pt was returned to the operating room on (B)(6), 2012 for removal of hardware. Surgeon removed one left veptr rod and several hooks. The screws remain implanted in the pt. Pt was revised with treatment for the infection and new hardware. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Product development reviewed the event, instructions for cleaning and sterilization are provided on the device package insert; it can not be determined if the device had been cleaned and sterilized correctly. The risk assessment for veptr implants was reviewed and adequately addresses the complaint event.